Event description:
As reported by legal notification, the female patient had an initial right tka on (B)(6) 2016. The patient presented to the clinic with evidence of an effusion. At that time, workup for infection was negative and normal x-ray. Otherwise the knee was stable. The patient returned to the clinic with a letter stating that she was associated with a recall and again continued to have an effusion in her right knee. X-ray did show some slight asymmetry on the standing ap view, and then esr and crp were negative for infection and CT scan showed no significant lytic lesions or loosening of the implants. Therefore, the metal was deemed competent and a polyethylene exchange was discussed. The patient was revised on (B)(6) 2022. There was a large knee effusion with a large associated popliteal cyst. There was no metallosis. There was significant hypertrophy of the synovium and this synovium was excised about the suprapatellar pouch and medial and lateral gutters and intercondylar notch. After this was done, the polyethylene wear was isolated and you could visualize fracturing of the anterior lip of the medial compartment of the polyethylene. There was pitting and delamination, discoloration and fracturing of the polyethylene. The patient was awoken and transferred to recovery in stable condition. No complications occurred throughout the case.

Manufacturer narrative:
Pending investigation. Concomitant medical product(s): serial #: (B)(4), category #: 02-010-03-0320 - logic cr femoral cem, right, sz 2; serial #: b)(4), category #: 200-02-29 - three peg patella 29mm; serial #: b)(4), category #: 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. Recall/correction number: z-0021-2022.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.